Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative reported the therapy was turning off by itself. The rep was to set up a non-adaptive stimulation group and was to reorient the implantable neurostimulator (ins). The patient complained of it intermittently turning off. Later, it was reported that by the end of the appointment it was discovered that the patient was pressing the small white button to the bottom of the programmer screen, the programmer on/off button. The patient was not pressing the stimulation on/off button on the side of the programmer. There was no problem or issue. It was a patient re-education issue. The cause of the event was the patient was not pushing the off button for the stimulator unit, she was hitting the power on/off for the programmer. Further troubleshooting was not needed. As an action to resolve the issue, the rep retaught the patient how to properly use the stimulator patient programmer. Relevant medical history included spinal pain.